Event description:
During initial installation of a brand new ventilator at the user facility, fio2 measured 60% when set at 100%. When calibrating the o2 sensor, 'o2 sensor error' alarm occurred. Replacing the o2 sensor resolved the issue. The original o2 sensor was installed in the known good unit confirming the problem. No pt involved in this case.